Event description:
One month after the implant of the subject device, the physician observed ventricular pacing failure, ventricular lead impedance had been over 3000ohms, threshold was increased to 2.75v. Patient didn't felt any symptom and spontaneous rhythm was confirmed around 40 min-1. No lead damage or connection loose was confirmed on x-ray. During the re-interrogation, impedance and threshold were respectively back to 500ohms and 0.5v. The patient will have a pacemaker check again on (B)(6), 2012.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.